Manufacturer narrative:
As reported, the sealant from a 6/7f mynxgrip vascular closure device (vcd) came out of the patient upon device removal. There was no patient injury reported. The type of procedure the mynx vcd was used in was an interventional coronary procedure. The procedure used a retrograde approach. The vessel type was arterial. The stick location was the femoral artery. Hemostasis was achieved using manual compression greater than 30 min. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event is recovered. The device storage temperature did not exceed 25 °c. There was not over-tamping. The deployer shuttled down completely. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A product history record (phr) review of lot f1906004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the dislodged sealant reported. However, the event can be attributed the technique used during removal of the device after deployment. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the information available for review suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported, the sealant from a 6/7f mynxgrip vascular closure device (vcd) came out of the patient upon device removal. There was no patient injury reported. The device was clinically used and will be returned for analysis. The type of procedure the mynx vcd was used in was an interventional coronary procedure. The procedure used a retrograde approach. The vessel type was arterial. The stick location was the femoral artery. Hemostasis was achieved using manual compression greater than 30 min. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event is recovered. The device storage temperature did not exceed 25 °c. There was no overtamping. The deployer shuttled down completely. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, the syringe was connected to the device with stopcock open, the procedural sheath was on the catheter, and the advancer tube was observed to have been deployed on the catheter, covering the balloon proximal tip as received. The sealant was not returned with the device. The condition of the returned device indicates an incomplete removal of the device. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The advancer tube was proximally pulled back for functional testing and found properly engaged proximal tamp lock per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1906004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was confirmed through analysis of the returned device. However, the exact cause of the issue could not be determined during analysis. Based on the information available for review and the product analysis, the event may have been attributed to incorrectly following the IFU since the returned device indicated an incomplete removal of the mynxgrip during use as evidenced by the advancer tube received covering the balloon proximal tip. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant from a mynxgrip vascular closure device came out of the patient upon device removal. There was no patient injury reported. The device was clinically used and will be returned for analysis. The type of procedure the mynx vcd was used in was an interventional coronary procedure. The procedure used a retrograde approach. The vessel type was arterial. The stick location was the femoral artery. Hemostasis was achieved using manual compression greater than 30 min. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event is recovered. The device storage temperature did not exceed 25 °c. There was not over tamping. The deployer shuttled down completely.